Event description:
The customer reported that the device's 12 lead ECG was not functioning. There was no negative impact to the involved pt as the users switched to a different defib to acquire a 12-lead ECG.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.